Manufacturer narrative:
The harmonic ace instrument was returned and analyzed. The instrument was found to have a broken blade. The blade broke below the wrist base. The broken piece was not returned. Review of the provided image by a regulatory post market surveillance analyst is consistent with the fractured blade.

Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the harmonic ace instrument was found to have a broken tip. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace fragment was retrieved by the assistant using an endoscope for visualization. All fragments were confirmed to have been retrieved by the assistant and nurse. There was no additional surgical procedure required and no post-operative tests performed. The instrument was inspected prior to use and no damage was observed. The instrument was used for an hour prior to breakage and was being used for dissecting at the time. There was no functionality issue and no instrument collision prior. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, there was some resistance when removing the instrument through the cannula, no damage to the cannula, and no further damage to the instrument was observed.